Manufacturer narrative:
Philips has investigated this complaint. According to the additional information system was not in clinical use at the time of the event. It was reported that the machine was not getting on. Review of the logfiles confirmed the "host-pc did not startup'' malfunction. Upon further inspection, philips field service engineer (fse) visited onsite and checked the system logs and found disk bay error because hard disk was not detecting so replaced hard disk. Fse replaced the disk bay. After the replacement of disk bay, the system was returned to use in good working. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027) / medical device correction (z-1151-2024). The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system did not power on. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.